Event description:
It was reported that during deployment of a vena cava filter, the filter legs remained inside the delivery sheath. The filter deployment was completed using add'l manipulation with the pusher pad; however, two filter legs were crossed. Attempts to uncross the filter legs were unsuccessful. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process adn the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported issues. Based upon the available info, the definitive root cause is unk. See scanned page.